Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool smarttouch sf catheter and there was an irrigation issue mid procedure. Initially, the ablation stopped and the ngen¿ monitor displayed the following error: "high temperature on catheter." The exact error code could not be confirmed. The medical team then removed the catheter from the patient's body and inspected the irrigation. The catheter was flushed; however, it was noted that the device was not flushing efficiently. The catheter was replaced and the issue resolved. The procedure continued with no further issues. No patient consequences were reported.